Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The date of issue is an approximation. The patient's mother stated the patient has been using the g5 sensor for 3 months and he has never had an accurate reading. It was reported that patient is currently in the hospital for high ketones. The sequence of events that lead to the hospitalization is unknown. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.